Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise, stored as non-sustained ventricular tachycardia episodes, was observed on the lead. The asymptomatic patient didn't receive any therapy. Noise was not reproducible through isometrics and pocket manipulations. Patient was stable and will continue to be monitored through merlin.net.